Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend analysis could be performed as no item number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: it was reported that a patient underwent revision surgery due to periprosthetic fracture of the right femur. The implants were implanted on an unknown date and revised on (B)(6) 2017 after a periprosthetic bone fracture was discovered on (B)(6) 2017. Review of received data: a screenshot of one x-ray and of a CT slice is available. On the images, a fracture if the femur is visible. On the medial side, the fracture is approximately at the same height of the tip of the stem, while on the lateral side, the fracture is at the height of almost half of the stem. The stem visible on the x-rays shows 4 holes, which are characteristics of an alloclassic zweymüller hip stem. However, the type and size of the stem cannot be certainly determined. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: based on the x-rays the stem is an alloclassic zweymüller hip stem. However, the type and size of the stem cannot be certainly determined. Root cause determination using dfmea: aseptic loosening (stress shielding) due to incorrect distribution of load due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Insufficient implant stability and aseptic loosening due to use of variall rasps instead of alloclassic rasps. Possible: it is unknown which rasps were used, thus this cannot be excluded. Implant failure due to damaged implant due to multiple resterilization cycles. Possible: the implants used are unknown, therefore it is impossible to determine if the implants were re-sterilized. Conclusion summary: neither implant information, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive other source documents for review. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip implant (catalogue number unknown) on an unknown side (exact date not reported) and the patient underwent revision surgery on (B)(6) 2017 due to periprosthetic fracture.